Event description:
Pt developed rectal bleeding after stool management system in place for 10 days. Flexible sigmoidoscopy revealed active bleeding from 1 cm wide by 4 cm long ulceration extending from external to internal portion of the anus. Pt required blood transfusions.